Event description:
Guidant received information that the patient implanted with this bi-ventricular device only had a left ventricular lead plugged into the device. The right atrial and right ventricular ports were plugged and therefore not providing therapy. When the clinician decreased the pacing rate, the patient became syncopal and there was no pacing from the device until the device was programmed back to the lower rate limit (lrl) from the left ventricular channel. The electrograms also noted that noise had been recorded on the right ventricular channel, even though there was not a right ventricular lead implanted. There is no malfunction of the device, however when only the left ventricular channel is active and testing is performed in that channel, there is no back-up pacing from the right ventricular channel. Therefore, the clinician inadvertently turned off the pacemaker therapy to the patient. When the lrl was programmed back to what was appropriate for the patient, pacing resumed to normal. The noise in the right ventricular channel was a consequence of the inability to turn off the channel and will continue to sense noise unless a right ventricular lead is implanted. Information was later received that this device was explanted for normal battery depletion.

Manufacturer narrative:
This device was explanted and returned. Pending the completion of lab analysis. This section will be updated appropriately. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Event description guidant received information that the patient implanted with this bi-ventricular device only had a left ventricular lead plugged into the device. The right atrial and right ventricular ports were plugged and therefore not providing therapy. When the clinician decreased the pacing rate, the patient became syncopal and there was no pacing from the device until the device was programmed back to the lower rate limit (lrl) from the left ventricular channel. The electograms also noted that noise had been recorded on the right ventricular channel, even though there was not a right ventricular lead implanted.